Manufacturer narrative:
The customer was sent a replacement pump. The customer reported med intervention was necessary to treat her mastitis. A medela clinician followed up with the customer. She found the freestyle to be 'awesome' the first time she used it, but thereafter found there was no suction. She had previously used a symphony, so she rented one again to help her recover from mastitis. She has received the replacement and plans to return it to the retailer for refund of purchase price. She will continue using a rental symphony. She is fully recovered from mastitis after a course of antibiotics prescribed by her doctor. She further stated that the freestyle was not a good choice for her and she is pleased with symphony. This issue is resolved without ongoing adverse effects, and further clinical follow up is not indicated. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan and wambach, fourth ed, p 294: breastfeeding and human lactation. Mastitis requires prompt med attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported to customer service that the suction of her freestyle breast pump was very low which could have contributed to her mastitis. She had seen a doctor and was prescribed antibiotics.